Event description:
It was reported that the cartridge was leaking from the cartridge pigtail. Customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.